Event description:
The complainant reported a patient on impella 5.5 support and when the patient returned from the operating room a hematoma developed at surgical site. This was treated through manual pressure and giving the patient two units of blood. The patient remains on impella support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Access site bleeding: the clinical stated that the patient returned from the operating room and a hematoma developed at the surgical site. The pump was returned cut. Due to lack of sufficient details, the root cause of the access site bleeding could not be determined. D6b explant date added : d9 device returned to manufacturer date added b3 date of event was erroneously entered on the initial manufacturer device report number.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Due to lack of data logs returned and insufficient product returned as it was cut, the root cause of the optical signal issue cannot be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-24821. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that the placement signal was unreliable. Flow was otherwise stable on the pump, and no alarms were occurring. There were no changes in purge flow or pressure and no other clinical changes with the patient.